Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system and confirmed the reported issue. Upon troubleshooting fse found host pc did not boot up and in the cabinet no lights lit on the host pc. To resolve the problem, fse was reboot the system. After reboot was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.